Event description:
The reporter contacted animas on (B)(6) 2012 and stated the keypad buttons were sticking. No other information is available at this time. There is no adverse event associated with this complaint. This complaint is being reported due to the alleged keypad response issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.